Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: right device shifted'), endometritis ('acute endometritis'), vaginal haemorrhage ('abnormal bleeding : vaginal'), menorrhagia ('menorrhagia (heavy menstrual bleeding) / hypermenorrhea') and genital haemorrhage ('general abnormal bleeding') in a 40-year-old female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight normal, hyperlipidemia, insomnia, dysfunctional uterine bleeding and endometriosis. Concomitant products included alprazolam since 2017, bisoprolol fumarate;hydrochlorothiazide (ziac) since 2013, cefalexin monohydrate (keflex) since (B)(6) 2014, cefdinir since (B)(6) 2014, cyclobenzaprine hydrochloride (cyclobenzaprin) since 2017, diazepam since (B)(6) 2014, doxepin since 2017, duloxetine hydrochloride (cymbalta) since (B)(6) 2014, escitalopram oxalate (lexapro) since (B)(6) 2013, gabapentin since 2017, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2014, meloxicam since (B)(6) 2018, nortriptyline hydrochloride (nortriptylin) since 2016, phentermine since 2018, simvastatin since 2017 and trazodone since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), 1 year 9 months after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2013, the patient was found to have blood cholesterol increased ("high cholesterol"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced palpitations ("heart palpitation"). In 2014, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced arthralgia ("joint pain"). On (B)(6) 2017, the patient experienced hypertension ("hypertension"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), headache ("headaches") and sleep apnoea syndrome ("sleep apnea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), on (B)(6) 2018 and novasure ablation, (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, endometritis, vaginal haemorrhage, menorrhagia, genital haemorrhage, depression, vaginal discharge, vaginal infection, headache, fatigue, weight increased, weight decreased, hypertension, blood cholesterol increased, sleep apnoea syndrome, migraine, palpitations and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, back pain, blood cholesterol increased, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, ovarian cyst, palpitations, pelvic pain, sleep apnoea syndrome, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, dyspareunia pain, menorrhagia, , migration, vaginal discharge, vaginal infection, headaches ,fatigue, weight gain, weight loss, hypertension, high cholesterol, sleep apnea, migraine, vaginal hemorrhage, depression, joint pain, heart palpitation, ovarian cyst. Current weight is 174 lbs. The number of expanded coils that appeared trailing into the uterine cavity was 3 discrepancy noted in nova sure ablation date on (B)(6) 2014 & (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result-total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, fatigue, hypertension, heart palpitation, menorrhagia ,ovarian cyst, hypertension and weight increased, acute endometritis most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: lot number was added. New events: migraines / headaches, heart palpitation, ovarian cyst, joint pain, acute endometritis and vaginal hemorrhage were added. Previously added psych injury updated to depression. Concomitant drug and medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration / migration of essure device location of device: right device shifted'), endometritis ('acute endometritis'), vaginal haemorrhage ('abnormal bleeding : vaginal'), menorrhagia ('menorrhagia (heavy menstrual bleeding) / hypermenorrhea') and genital haemorrhage ('general abnormal bleeding') in a 40-year-old female patient who had essure (batch no. 836496) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight normal, hyperlipidemia, insomnia, dysfunctional uterine bleeding and endometriosis. Concomitant products included alprazolam since 2017, bisoprolol fumarate;hydrochlorothiazide (ziac) since 2013, cefalexin monohydrate (keflex) since (B)(6) 2014, cefdinir since (B)(6) 2014, cyclobenzaprine hydrochloride (cyclobenzaprin) since 2017, diazepam since (B)(6) 2014, doxepin since 2017, duloxetine hydrochloride (cymbalta) since (B)(6) 2014, escitalopram oxalate (lexapro) since (B)(6) 2013, gabapentin since 2017, hydrocodone bitartrate;paracetamol (vicodin) since (B)(6) 2014, meloxicam since (B)(6) 2018, nortriptyline hydrochloride (nortriptylin) since 2016, phentermine since 2018, simvastatin since 2017 and trazodone since 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), 1 year 9 months after insertion of essure. On (B)(6) 2013, the patient experienced migraine ("migraines / headaches"). On (B)(6) 2013, the patient was found to have blood cholesterol increased ("high cholesterol"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhoea (cramping)"). On (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced palpitations ("heart palpitation"). In 2014, the patient experienced ovarian cyst ("ovarian cyst"). On (B)(6) 2014, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"). On (B)(6) 2015, the patient experienced fatigue ("fatigue"). On (B)(6) 2015, the patient experienced arthralgia ("joint pain"). On (B)(6) 2017, the patient experienced hypertension ("hypertension"). On (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), headache ("headaches") and sleep apnoea syndrome ("sleep apnea") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), on (B)(6) 2018 and novasure ablation, (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, endometritis, vaginal haemorrhage, menorrhagia, genital haemorrhage, depression, vaginal discharge, vaginal infection, headache, fatigue, weight increased, weight decreased, hypertension, blood cholesterol increased, sleep apnoea syndrome, migraine, palpitations and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain, dyspareunia and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, back pain, blood cholesterol increased, depression, device dislocation, dysmenorrhoea, dyspareunia, endometritis, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, migraine, ovarian cyst, palpitations, pelvic pain, sleep apnoea syndrome, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, dyspareunia pain, menorrhagia, migration, vaginal discharge, vaginal infection, headaches ,fatigue, weight gain, weight loss, hypertension, high cholesterol, sleep apnea, migraine, vaginal hemorrhage, depression, joint pain, heart palpitation, ovarian cyst, current weight 174 lbs the number of expanded coils that appeared trailing into the uterine cavity was 3 discrepancy noted in nova sure ablation date (B)(6) 2014 & (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: result-total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, fatigue, hypertension, heart palpitation, menorrhagia ,ovarian cyst, hypertension and weight increased, acute endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhoea (cramping)"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), headache ("headaches"), fatigue ("fatigue"), hypertension ("hypertension") and sleep apnoea syndrome ("sleep apnea") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, menorrhagia, psychological trauma, vaginal discharge, vaginal infection, headache, fatigue, weight increased, weight decreased, hypertension, blood cholesterol increased and sleep apnoea syndrome outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, back pain and dyspareunia had resolved. The reporter considered abdominal pain, back pain, blood cholesterol increased, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypertension, menorrhagia, pelvic pain, psychological trauma, sleep apnoea syndrome, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, dysmenorrhea, back pain, dyspareunia pain, menorrhagia, psych injury, migration, vaginal discharge, vaginal infection, headaches, fatigue, weight gain, weight loss, hypertension, high cholesterol, sleep apnea. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2011: essure confirmation test(s) (unspecified): bilateral occlusion. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received. Injury nos was removed. New events abdominal pain, dysmenorrhea, back pain, dyspareunia, menorrhagia, general abnormal bleeding, psych injury, migration, vaginal discharge, vaginal infection, headaches, fatigue, weight gain, weight loss, hypertension, high cholesterol, sleep apnea were added. Lab data, reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.